Manufacturer narrative:
To date the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported information.

Event description:
It was reported two total foot system locking screws failed to lock into the plate. The two screws were removed and replaced with a new screw without incident. The plate (2803014) was used in the procedure. The issue was not with the plate, but with the screws. The two defective screws happened sequentially in the same hole then successfully were replaced, with a locking screw that functioned properly. There was no adverse consequence or injury to the patient reported.